Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) for the reported event of stent kinked. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima¿ biliary stent was used in an endoscopic biliary drainage (ebd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the flexima¿ biliary stent was inserted into the scope. When it came out of the distal tip of the scope, it was found that the stent was distorted and possibly kinked, and it was unable to be inserted into the bile duct. The procedure was completed with another flexima¿ biliary stent. There were no patient complications reported as a result of this event, and the patient's condition at the conclusion of the procedure was reported to be "good".